Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. The customer included the reagent and analyzer as the suspect product. MDR number 1415939-2018-00160 has been submitted for the reagent and MDR number 1628664-2018-02057 has been submitted for the analyzer.

Event description:
The customer observed falsely elevated results while using architect stat troponin-I reagents with the architect i1000sr analyzer. The following data was provided for the same patient. The customer uses cutoff 0.3 ng/ml. Sid (B)(6) (specimen 1) initial 0.31 ng/ml (positive), repeat using two other analyzers was lower (<0.01 ng/ml, negative). Sid (B)(6) (specimen 2) initial <0.01 ng/ml (negative), not repeated the patient was admitted to the ICU when specimen 2 was drawn and tested negative. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and replaced the wash zone motor assembly (part 7-98181-01) as a possible cause for the discrepant results. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, instrument service review labeling review, accuracy testing, and field data review. No product was returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Abbott link world wide data was used to evaluate historical product field performance. Patient data evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between may 6, 2018 and november 3, 2018. No unusual performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.